Manufacturer narrative:
Other text: h6: health effect and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified the device was in for service on (2022-09) for (fails accuracy) and there was no indication or evidence in the current service to indicate that the complaint is related to the previous service event. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damaged and missing top rear label. Functional testing found the problem was not duplicated during the investigation. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. Recommended explusor assembly to be replaced as preventive action. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: d1: brand name.

Event description:
It was reported that the deice failed accuracy during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.